Event description:
A hospital in (B)(6), reported via a distributor that the "electrical adapter does not fit into the connection" on the inspiratory tube of a rt235 infant dual-heated evaqua breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The inspiratory tube of the returned rt235 infant dual-heated evaqua breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a visual inspection revealed that one of the heater wire pins was bent. This prevents the adaptor from connecting to the heater wire socket. A heater wire adaptor could not be connected to the inspiratory tube heater wire plug. A lot check revealed no other complaints for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).